Event description:
The hospital reported that during a surgical procedure, the surgeon had difficulty sewing the cardiac valve to the cardioroot using a 3 inch suture. Update 17 april 2015 - this was the doctors second cardioroot case. The valve used was an edwards biological valve 23mm and a 26mm cardioroot. The doctor sewed the valve into the cardioroot with a 2.0 ethibond suture (contains pledgets). The graft and valve were sewn into the annulus successfully and blood-tight. At the end of the procedure, there was little to no discharge in the chest drain. The patient was then brought to ICU where, 3 hours after completion of the procedure, the patient began to discharge blood into the chest drain. The patient was brought back into the operation room and re-intervened upon. The doctor found that there was a leak in the graft distal to the left main artery in the graft, at the annulus (where the graft is sewn to the valve). He could not discern if the leak was due to the valve, pledget or cardioroot. He believes that the cardioroot was not itself leaking or ripped. The leak was sewn and the patient was brought off bypass and appears to be doing well.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).